Event description:
It was reported, during reprocessing, the camera head had a bad picture. No patient involvement.

Manufacturer narrative:
To date, the device has yet to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides additional information.

Manufacturer narrative:
This supplemental report is being submitted to also provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to faulty charge coupled device. Additionally, other evaluation findings include the following: cut on cable. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.